Event description:
International affiliate reports leakage occurred in the tubing connection of the pump. Another kit was on hand to complete the procedure. However, it is reported that the difficulty resulted in a delay of forty five minutes. There were no adverse consequences to the patient.

Manufacturer narrative:
A f/u medwatch report will be filed upon completion of the eval of the returned device.